Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("device migration") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), menstrual disorder ("menstruation issues") and infection ("infections"). The patient was treated with surgery (robotic-assisted total laparoscopic hysterectomy with bilateral salpingectomy and lysis of adhesions). Essure was removed. At the time of the report, the device dislocation, pelvic pain, menstrual disorder and infection outcome was unknown. The reporter considered device dislocation, infection, menstrual disorder and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: essure device was successfully occluded. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('device migration') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included fibroids since january 2011, colonic polyp, internal hemorrhoids, diverticulosis, polypectomy, bleeding genital, knee pain and osteoarthritis. Family history included diabetes mellitus (mother) and hypertension (sister). Concomitant products included ibuprofen, oxycodone hydrochloride;paracetamol (percocet) and paracetamol (acetaminophen). On(B)(6)2009, the patient had essure inserted. In november 2009, the patient experienced pelvic pain ("pelvic pain/ pain/ pain pelvic area"), vaginal haemorrhage ("abnormal bleeding(vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding(vaginal, menorrhagia)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish"), migraine ("migraines / headaches") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues") and infection ("infections"). The patient was treated with surgery (robotic-assisted total laparoscopic hysterectomy with bilateral salpingectomy and lysis of adhesions). Essure was removed on (B)(6)2018. At the time of the report, the device dislocation, menstrual disorder, infection, depression, anxiety, migraine and dyspareunia outcome was unknown, the pelvic pain was resolving and the vaginal haemorrhage and menorrhagia had resolved. The reporter considered anxiety, depression, device dislocation, dyspareunia, infection, menorrhagia, menstrual disorder, migraine, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2009: essure device was successfully occluded. Ultrasound pelvis - on (B)(6)2018: 1. Thickened, complex endometrium. It. Is unclear if this represents endometrial mass or uterine fibroid. Endoscopic evaluation is recommended. 2. Nonvisualization of the ovaries. Concerning the injuries reported in this case, the following ones were confirmed in patient's medical records: menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 5-aug-2019: plaintiff fact sheet and medical records received : events added- vaginal haemorrhage, menorrhagia, anxiety, depression, migraine, dyspareunia. Outcome of event ¿pelvic pain¿ updated to ¿recovering / resolving¿. Outcome of events ¿vaginal haemorrhage, menorrhagia¿ updated to ¿recovered / resolved¿. Event onset dates updated. Patient¿s medical history and family history added. Concomitant products added. Lab details added. Removal date updated. Reporter information, product indication, patient details updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("device migration") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), menstrual disorder ("menstruation issues") and infection ("infections"). The patient was treated with surgery (robotic-assisted total laparoscopic hysterectomy with bilateral salpingectomy and lysis of adhesions). Essure was removed. At the time of the report, the device dislocation, pelvic pain, menstrual disorder and infection outcome was unknown. The reporter considered device dislocation, infection, menstrual disorder and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-mar-2019: quality safety evaluation of ptc. (Product technical complaint). Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('device migration') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included fibroids since (B)(6)2011, colonic polyp, internal hemorrhoids, diverticulosis, polypectomy, bleeding genital, knee pain and osteoarthritis. Family history included diabetes mellitus (mother) and hypertension (sister). Concomitant products included ibuprofen, oxycodone hydrochloride;paracetamol (percocet) and paracetamol (acetaminophen). On (B)(6)2009, the patient had essure inserted. In (B)(6)2009, the patient experienced pelvic pain ("pelvic pain/ pain/ pain pelvic area"), vaginal haemorrhage ("abnormal bleeding(vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding(vaginal, menorrhagia)"), depression ("psychological or psychiatric problems condition: depression/psych injury"), anxiety ("psychological or psychiatric problems condition: mental anguish/psych injury"), migraine ("migraines / headaches") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues"), infection ("infections"), abdominal pain ("abdominal pain"), genital haemorrhage ("gen. Abnormal. Bleed"), bladder disorder ("bladder disorder nos"), urinary tract disorder ("urinary problems") and headache ("headaches"). The patient was treated with surgery (robotic-assisted total laparoscopic hysterectomy with bilateral salpingectomy and lysis of adhesions). Essure was removed on(B)(6)2018. At the time of the report, the device dislocation, menstrual disorder, infection, depression, anxiety, migraine and dyspareunia outcome was unknown and the pelvic pain, vaginal haemorrhage, menorrhagia, abdominal pain, genital haemorrhage, bladder disorder, urinary tract disorder and headache had resolved. The reporter considered abdominal pain, anxiety, bladder disorder, depression, device dislocation, dyspareunia, genital haemorrhage, headache, infection, menorrhagia, menstrual disorder, migraine, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff received treatment for abdominal pain ,gen. Abnormal. Bleed,headaches pelvic pain, menorrhagia (heavy menstrual bleeding),gen. Abnormal. Bleed. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2009: essure device was successfully occluded. Ultrasound pelvis - on (B)(6)2018: 1. Thickened, complex endometrium. It. Is unclear if this represents endometrial mass or uterine fibroid. Endoscopic evaluation is recommended. 2. Nonvisualization of the ovaries. Concerning the injuries reported in this case, the following ones were confirmed in patient's medical records: menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received. Reporters information updated.event verbatim were updated: psychological or psychiatric problems condition: mental anguish/psych injury. New event: abdominal pain ,gen. Abnormal. Bleed, bladder problem, urinary problems ,headaches were added .event outcome were updated to recovered: pelvic pain , abdominal pain,menorrhagia (heavy menstrual bleeding),gen. Abnormal. Bleed, bladder/urinary problems, headaches. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.